Manufacturer narrative:
Investigation summary: one photo was provided. It shows one case box for heparin product with the right label- catalog number- lot number. The shelf boxes inside the case box are correctly labeled; however, they are saline flush products. Most probably root cause is that a case box for heparin products got mixed with the boxes for saline products. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: this is the first complaint for the lot# 8353601 for the same defect or symptom. There was no documentation of issues for the complaint of batch # 8353601 during this production run. Root cause description: most probably root cause is that a case box for heparin products got mixed with the boxes for saline products.

Event description:
It was reported that bd posiflush¿ sp syringe 3 ml had incorrect label information. This was discovered before use. The following information was provided by the initial reporter: material no: 306544, batch no: 8353601. It was reported that the outside cardboard box says "heparin" but the white boxes inside have the correct labeling of the saline syringes. Injuries or adverse event: no. Item: 306544. Quantity affected: 5 cs. Are any samples available for return? Yes. Reported issue: the brown cardboard box says heparin, but the white boxes on the inside don¿t. Customer wants to know if this is an issue. Customer disposition request: replacement. White boxes on the inside looked like they should saline flush syringe.